Manufacturer narrative:
The foresight module was returned and evaluated. The suspect product was connected to and communicated with a known working hemosphere instrument successfully. Channel 1 displayed a 65 percent sto2 reading appropriately, with a simulator connected. Channel 2 dropped from 65 percent when the suspect module was moved around. When it was kept in a bent position, there was an error message of "sensor off check" that appeared. When the suspect foresight module was replaced with a known working module and installed for channel 2, the sto2 displayed at 65percent appropriately and remained stable for one hour, while using a simulator. There was no visible physical damage found. As the device history record review results showed no manufacturing non conformances, manufacturing has been ruled out as a cause. During evaluation, an error message was displayed that would alert the clinician of a potential issue and trigger the clinician to perform troubleshooting. The root cause is consistent with electrical component failure.

Event description:
It was reported that there was a malfunction with the foresight fsm10 module. There were inaccurate sto2 values that occurred, during use. There were foresight sensors that were placed on the patient's forehead, left and right side. There was a large difference with the values when the left and right side were compared. The sto2 values were lower on one side than the other side. The actual measured value was not provided. It is unknown if any error messages were present. There was no inappropriate patient treatment administered. The foresight sensors were replaced with other sensors and the issue was not resolved. When the foresight fsm10 module was replaced, then the issue was resolved. The patient demographics were requested but are unavailable. There was no patient harm or injury reported.

Manufacturer narrative:
The product has been requested for return and evaluation, but has not yet arrived. Once the product evaluation results are available, they will be submitted in a supplemental MDR report. The device history record review was completed and all manufacturing inspections passed with no non conformances.